Manufacturer narrative:
The treatment tip has been requested to be returned for evaluation but has not been received to date. A plant evaluation is underway.

Event description:
A distributor reported that a user facility observed a thermage tip sparked during treatment. The tip was replaced and no other issues occurred for the remainder of the procedure. No patient injury occurred due to the malfunction.

Manufacturer narrative:
The data log and treatment tip from the patient event were return and evaluated. The data log showed an error had occurred during treatment. Error indicates a recoverable problem that requires operator intervention. If the error occurs during a radio-frequency (rf) treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into ¿action required¿ mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. The treatment tip had passed flow and thermistor testing but failed leak testing and visual inspection. Service confirmed a burnt rf trace on the tip membrane which most likely caused the reported sparking during treatment. Investigation found glowing or sparking from tip membrane is caused by stress concentrations on the flex assembly at the adhesive edge that damage the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number. The root cause was determined to be a component issue. There is currently a corrective action in place for further investigation of the issue.